Manufacturer narrative:
Heartsine's investigation of the device found no fault on the sam350p or the returned pad-pak. On testing, the device delivered the full shock therapy sequence without fault with the returned pad-pak and was confirmed to record ECG data accurately without noise or other abnormalities. Given no fault found throughout the investigation, the investigation can only suggest the reported issue had been due to situational factors, incorrectly positioned or poorly adhered pads.

Event description:
Patient involved event, patient reported to have died. It is reported that the electrodes were attached to the patient but the device continued to play the message "connect the electrodes".

Manufacturer narrative:
Death date in b2 and event date in b2 corrected to (B)(6) 2021, per customer event form.

Event description:
Patient involved event, patient reported to have died. It is reported that the electrodes were attached to the patient but the device continued to play the message "connect the electrodes".

Manufacturer narrative:
The device involved in the event has been returned to heartsine for investigation. A follow up report will be submitted outlining the findings of the investigation within 30 days of its conclusion.

Event description:
Patient involved event, patient reported to have died. It is reported that the electrodes were attached to the patient but the device continued to play the message "connect the electrodes".